Event description:
The facility reported a colleague infusion pump with failure code 814:04. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).the root cause investigation is in progress through mdq-CAPA-(B)(4).should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation. This condition was caused by a disconnected air in line printed circuit board. The air in line printed circuit board was re-connected to correct this condition.